Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a remote transmission showed noise being sensed from the device. Two weeks later, an alert triggered which indicated high/undefined pacing impedance. A lead fracture was suspected, and the right ventricular (rv) lead was reprogrammed. Later, the patient was admitted to the hospital and the rv lead was capped and replaced. No patient complications have been reported as a result of this event.